Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00 +18.5 diopter) was explanted in a secondary procedure from the patient¿s left eye because of mechanical failure. The incision was enlarged and the lens was removed in one piece. No vitrectomy was performed, no sutures were used and no patient injury was reported. Additional information was received and it was learnt that the patient was experiencing blurry distance and near vision. Lens zlb00 +18.0 diopter was used as a replacement. The patient was reported being stable and comfortable when discharged. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed by a qualified inspector using 12x magnification shows that the product did not have any damage. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.